Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg); exact values were not provided. Contact alleged the pump was not "regulating bgs like a previous pump did". Customer declined tandem technical support's offer to perform a pump system check. No additional information regarding the elevated bg was provided.